Event description:
It was reported that the patient stated their implantable pulse generator (ipg) was "beating" in their chest. A device check was completed and it was noted that the patient's right ventricular (rv) lead had high thresholds and failure to capture. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.